Event description:
In 2006, while using a c02 laser for excision of a laryngeal mass, the laser shield et tube caught onfire. The hosp stated the pt was kept in the hosp for three additional days for observation and was discharged 4 days later. The customer further stated the laser shield inflatable cuff was damaged by the surgeor during the procedure, and is uncertain if packing was used (around the tube, as suggested in the IFU). The hosp also stated the laser shield et tube device was not at fault. This incident appears to have been the result of user error.